Event description:
It was reported, through a newspaper article, that a patient was found dead by nurse in 2009. It was reported that the nurse found the patient with his head stuck between the left siderail and the foot board. It was reported that the patient was found with red marks around his neck and chest area, and it was determined that the patient had been dead for a while, so no resuscitation attempts were made. Finally, it was reported that the (non-stryker) movement monitoring alarm had been unplugged by the hospital staff or the patient himself.